Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter was reading inaccurately. The complaint was classified based on the customer service representative (csr) documentation as the patient was unable to be reached when the medical surveillance specialist requested the csr follow-up with additional questions. The patient did not specify when the alleged meter issue began. The patient alleged that she obtained a blood glucose result of 330mg/dl using the subject device compared to a reading of over 600mg/dl obtained using another meter (brand unknown) within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lifescan's criteria for accuracy. The patient did not specify how she usually manages her diabetes, and it is unknown if she made any changes to her usual diabetes management routine in response to the reported issue. The patient claimed to have experienced symptoms due to the alleged issue (details not provided) and reportedly went to the emergency room (ER) on (B)(6) 2016 due to the reported issue. The csr confirmed that the meter was set to the correct unit of measure and that an approved sample site had been used. The csr was unable to walk the patient through a control solution test, or confirm if their testing procedure was correct. Replacement products have been sent to the patient. This complaint is being reported because, based on the information available, the patient claims she obtained an inaccurate result on the subject meter and subsequently visited the ER after the alleged meter issue began.